Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was noted. Patient was asymptomatic. Recommended programming changes will made when patient presents for next follow-up.